Event description:
Technician alleges the brakes are not holding.

Manufacturer narrative:
Technician replaced the brake block and break caster this resolved the problem. Technician stated no pt was in the bed and no injury reported. The bed was found in front of the bed shop.